Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician attempted to place a smart coil using a non-penumbra microcatheter, however, the physician did not like how the smart coil was forming within the aneurysm, despite repositioning it several times. It was reported that the physician also felt resistance while advancing the smart coil within the microcatheter. The physician therefore removed the smart coil and the microcatheter. The physician then changed the tip shape of the microcatheter and reinserted the same microcatheter. However, while attempted to re-insert the same smart coil, it was unable to advance through the middle of the microcatheter. The smart coil was, therefore, removed, and the procedure was completed using new smart coils, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.